Event description:
The customer reported that the unit showed a red x and was alarming. The unit also would fail to power up at time unless all power sources were removed for 3 seconds.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.